Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had keypad anomaly, motor error and unexpected power loss without warning. The customer¿s blood glucose level was unknown. The customer reported that the scratches on casing of pump and buttons were sticky, had to be press several times for buttons to respond. It was reported that the insulin pump rejected new batteries and motor errors. The customer reported that the insulin pump powered down once without notification and also had no delivery alerts. The insulin pump will not be returned for analysis.